Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Ethicon product code and lot number? The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and/or indication of index surgery (B)(6) 2021? On what tissue/structure was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/ infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? When was the wound secretion observed first time date of the incision & drainage and suture removal procedure? Was the re-suturing performed? If yes, what was used for re-suturing? Were cultures performed? Results? Was any medication prescribed to treat symptom? Please specify. Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used to close the wound. After the procedure, the patient experienced wound secretion. Incision and drainage were given to the patient and then the suture was removed. Then the patient's condition changed better. Additional information has been requested.